Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was prepped per manufacturer instructions for use (mifu) and handed to the surgeon for insertion into the right eye. The surgeon implanted the lens but observed that the inserter split the optic of the lens in half during insertion. Half of the lens was trapped in the inserter and the other half was removed from the patients eye. A backup lens was pulled and the surgery continued without issue. No medical or surgical intervention was required. There was no patient injury. There were no adverse events noted and the patient left the operating room in stable condition. It was noted that it was highly unlikely that the issue was due to use error. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 3, 2023. Section h3: evaluated by manufacturer: yes . H6: component codes: code 4742 - inserter. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with a piece of lens stuck inside of the cartridge and overridden by the plunger rod. The cartridge could be observed to have a dispersal of viscoelastic residue throughout, suggesting that an adequate amount of ovd was used. The cartridge tip could be observed to have stress marks within expected parameters of a used lens, suggesting that a piece of the lens was delivered. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The lens was removed from the cartridge and cleaned, revealing that it was damaged, and a portion of the lens had been torn off. The complaint issues were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could also not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name and device product code), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.